Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no audio/vibrate anomaly during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was making buzzing noise while vibrating. Customer's blood glucose value was unknown at the time of the incident. The device was returned for analysis.